Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's father called to report that the reservoir on the insulin pump was completely empty. However, customer's father stated, the insulin pump failed to alarm the issue. Customer's father stated that the infusion set was slightly bent upon removal. Customer's blood glucose reading was 306 mg/dl. The insulin pump did alarm during troubleshooting. Replacement product is being sent.